Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator pain stimulation implantable pulse generator (ipg) experienced the device shutting down unexpectedly a couple months prior. The patient later stated that the stimulation automatically turned off, and the patient felt the stimulation turn off in the leads and in the forehead, where the leads were located. The patient checked the device and observed approximately 50% charge, then charged it to full. The next morning, the patient stated the stimulation totally shut off again, and when the patient checked the handset, the implant battery was totally drained; the patient then fully charged the implant again. The patient reported the issues occurred while using group b and stated program 3 was turned off. The patient switched to group a and reported needing to run it at a very high rate to feel stimulation. During a phone call, the patient connected to the mystim application, and it was noted that groups a and b were legacy groups and neither had adaptivestim programming. The pati ent was advised to continue trying group a or retry group b and to keep a journal if the stimulation turned off again before a planned meeting with a representative. The issue was not resolved, and the patient was redirected to a healthcare provider for further ev aluation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). Caller reported that yesterday when they meet with the patient in the clinic, they had two events of stimulation turning off unexpectedly on the 28th and 29th march. Caller did see "therapy unavailable" in stim use diary but the days in question were not represented in the recharge diary. The patient had high energy settings and did charge daily and started charging when patient's ins is about 50%. Caller said the lowest starting charge level they saw was 40 or 50%. The issue hadn't occurred again since the 29th. Technical services reviewed having patient keep diary and seeing patient soon after such an event in the future so that they could look at recharge diary data.